Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "customer reports receipt of 3 boxes of discolored contaminated product 221261 lot 2257789 - plate trypticase soy agar 5% sb 100 ea. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details ". Biological contamination noted.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2257789 and bd complaint number 6417081 for color variation and contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2257789 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken for batch 2257789 for contamination. Retention samples from batch 2257789 are not available for inspection. A total of (B)(4) plates from batch 2257789 were returned as 105 unopened sleeves shipped in a large box. Plates were inspected and 43/1,050 plates had surface bacterial growth (time stamps 1543-1546, 1753, 1754, 1757, 2003, 2004, 2006-2008, 2010, 2011, 2021-2023, 2030-2034, 2038). Discoloration, specifically darkening, of the agar was observed along with the contamination and is seen as result of the contamination. One of the affected plates was submitted to the ID lab where pseudomonas species was identified. No photos were received for investigation. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "customer reports receipt of 3 boxes of discolored contaminated product 221261 lot 2257789 - plate trypticase soy agar 5% sb 100 ea. Hazard, injury or erroneous results? No hazard, injury or erroneous results details " biological contamination noted.